Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy, the clip malformed. Also the jaw did not open when it fed to the jaw. Another device was used to complete the case. There were no consequences to the pt.